Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an error to close the door occurred after loading the tubing into the pump, and after the tubing was unloaded. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11. H11: the device was received for evaluation. The reported problem 'would display an error to close the door, the door error after loading the tubing into the pump, and after they unloaded the tubing, still got the door error' was revealed during the event history log (ehl) review but not reproduced during evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be hooks being too tight. The hooks will be readjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.